Event description:
It was reported that prior to a percutaneous catheter myocardial ablation a farawave was selected. When the reflux was connected from the flushing port after the device was unpacked, it was noticed that the base of the flushing port was damaged. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the luer was detached from the strain relief tubing on the handle. The reported allegation of a damaged flush luer was confirmed, and the root cause for the occlusion was traced to manufacturing deficiency as the most likely cause is inadequate adhesive used to join the part. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that prior to a percutaneous catheter myocardial ablation a farawave was selected. When the reflux was connected from the flushing port after the device was unpacked, it was noticed that the base of the flushing port was damaged. The catheter was replaced, and procedure was completed without patient complications. The catheter has been received for analysis.